Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tunnel collapsed. The surgeon had to make one additional incision to retrieve the vein. No additional patient complications were reported by the hospital.